Manufacturer narrative:
Hospitalization is not an applicable outcome attributed to the adverse event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) via a manufacturer representative (rep) indicated that there were no device issues or programming issues. The patient stated that they were shaky and in pain. The reporter was not informed of the cause of the patient's symptoms. The doctor planned to see the patient in the emergency room (ER) to access the volume of the pump. The reporter had not been informed of any other procedures or if the reservoir had been accessed.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider), regarding a patient who was receiving morphine with concentration 15mg/ml at a dose rate of .997 mg/day via an implantable pump for non-malignant pain. The patient's medical history included chronic pain. It was reported, that an emergency room (ER) nurse was taking care of a the patient and the patient's pump was not "working". The patient was having withdrawal symptoms. They were requesting a company representative to "fix" (interrogate) the pump as they did not have a programmer. The patient had been admitted to the ER and given morphine intravenously. The pump was interrogated and found to have no stalls. There were no known factors that may have led or contributed to the issue. The physician planned to empty the pump and assess the residual volume. No surgical intervention occurred and no surgical intervention was planned. The issue was not resolved as of 2023-apr-17.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.